Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b3: date of event was corrected from 01-feb-2021 to 20-jan-2021. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions, and contributing factors. Correction b7: relevant history was corrected to include prior adverse events. Correction h6: patient ime code and imf code were updated. Annex g code was added. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted for cellulitis/wound on their leg, was treated, and was discharged. Two days later, the patient was readmitted due to being confused and lethargic; the patient¿s leg wound had worsened, and the patient was found to have a gastrointestinal (gi) bleed. The patient was transfused packed red blood cells (prbcs). Blood cultures were negative and wound cultures tested positive for gram negative rod and morganella morganii. The patient also developed hemorrhagic shock requiring intravenous fluids, vasoconstrictors, and blood products. It was decided to withdraw treatment and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding, infection, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gi bleeding and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for cellulitis/wound on their leg. The patient was treated and discharged on (B)(6) 2021. Two (2) days later, the patient was readmitted due to being confused and lethargic. The patient¿s leg wound had worsened, and the patient was found to have a gastrointestinal bleed (gib). It was noted that they were not stable for gastrointestinal intervention and was transfused packed red blood cells (prbcs). It was also reported that the patient had been off coumadin for approximately three (3) years due to history of recurrent gibs and had a therapeutic international normalized ratio (inr) for a patient without coumadin therapy. Blood cultures were negative and wound culture tested positive for gram negative rod and morganella morganii. The patient also developed hemorrhagic shock requiring intravenous (IV) fluids, vasoconstrictors and blood products. It was decided transition the patient to comfort care and withdraw treatment. It was further reported that the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the indicated that the patient was admitted to the hospital confused and lethargic. The patient had a gastrointestinal bleed and was transfused packed red blood cells (prbcs). The patient also developed a hemorrhagic shock requiring intravenous (IV) fluids, vasoconstrictors and blood products. It was decided to withdraw treatment and subsequently the patient died. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital confused and lethargic. The patient had a gastrointestinal bleed, and was transfused packed red blood cells (prbcs). The patient also developed a hemorrhagic shock requiring intravenous (IV) fluids, vasoconstrictors and blood products. It was decided to withdraw treatment and subsequently the patient died.